Event description:
It was reported that the tubing clamp was missing on the sec set no ports w/hanger dehp free. The following information was provided by the initial reporter: "IV package opened and rn noticed right away the lack of a roller clamp on the secondary IV set tubing."

Manufacturer narrative:
H6: investigation summary: one sample was received for quality investigation. The customer complaint of clamp issues/damage related to clamp was verified by visual inspection. Evaluation of the received sample confirms that the assembly of the 11448964 is missing a clamp. A device history record review for model 11448964 lot number 21019657 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is a misassembly of the infusion set during manufacturing. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing clamp was missing on the sec set no ports w/hanger dehp free. The following information was provided by the initial reporter: "IV package opened and rn noticed right away the lack of a roller clamp on the secondary IV set tubing."